Event description:
It was reported that balloon rupture occurred. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.